Manufacturer narrative:
Based on the results of the investigation, a root cause could not be identified. The most probable cause was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited a broken r-unit. There was no patient involvement.